Event description:
It was reported "when using the device, solution is passed through the distal lumen, which fissures (explodes) inside the patient, causing heavy bleeding in the area and necessitating a change of equipment." There was no patient harm or injury. The patient's has been discharged. Assocciated MDR numbers include: 9680794-2025-00554 and 9680794-2025-00482

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of a ruptured extension line was confirmed by the photos. One photo shows the damage that happened to the distal extension line and the other photo shows the lidstock of the finished good. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." It also states, "using catheters not indicated for pressure injection for such applications can result in inter lumen crossover or rupture with potential for injury." Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "when using the device, solution is passed through the distal lumen, which fissures (explodes) inside the patient, causing heavy bleeding in the area and necessitating a change of equipment." There was no patient harm or injury. The patient's has been discharged. Associated MDR numbers include: 9680794-2025-00482